Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had a broken r-unit (charge coupled device); fiber bonding in the outer tube area (distal end) was damaged and light guide (lg) cable section was broken and therefore the light transmission was lost or too low. There was no patient involvement.